Event description:
The field service engineer (fse) reported to olympus, the evis lucera elite bronchovideoscope had leakage at the insertion area. The issue was found at receipt of inspection. Inspection and testing of the returned device also found coating peeling on connecting tube (more than 1mm2). There were no reports of patient harm.

Manufacturer narrative:
During the inspection of the returned loaner device, other malfunctions found were the connecting tube was dented. The plastic distal end cover was scorched. The waterproofing is not possible due to a cut of the distal end. The bending angle in the up direction did not meet specification due to wear of the angle wire. The insulation resistance of the leading edge did not meet the specification due to cracking of the plastic distal end cover. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, a definitive root cause of the observed insertion tube coating peeling issue could not be determined, however, the issue was likely due to physical stress being applied to the insertion site during user handling/mishandling. The event can be detected/prevented by following the instructions for use (IFU) which states: 3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective complaint review involving bf series scopes. This report reflects olympus' re-evaluation of previous medical device reporting decision. The previous reports are correct and remain effective. Added additional h6 coding. The device was returned for evaluation where the additional reportable malfunction was identified. It was observed that during device evaluation, the bronchovideoscope's plastic distal end cover was burned or melted around the instrument channel outlet at the distal end. Based on the results of the investigation, a definitive root cause cannot be identified. The probable cause was the use of high-energy hand instruments (laser/high-frequency/etc) without ensuring sufficient distance from the distal end (handling problem). A device history review revealed no issues that could have caused or contributed to the reported issue. This issue can be detected and prevented by handling the device in accordance with ¿chapter 4 operation¿ in the instructions for use. Olympus will continue to monitor the field performance of this device.